Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels (1000+ mg/dl) and diabetic ketoacidosis. Customer received several auto off alarms that were not cleared resulting in insulin delivery being stopped. Customer was treated with multiple bags of intravenous insulin drips. As of (B)(6) 2014, customer was still hospitalized.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.